Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe with needle leaked through the stopper. This occurred on 3 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: during taking solution, it was found that air leakage and can't taking solution. Part of products leakage through stopper.

Manufacturer narrative:
Investigation: bd has been provided with one unpacked sample for catalog 302772 lot 1801408 to investigate for this record. The sample was returned without a shield and without an identification of this condition. Also inside was a transparent unknown liquid. No leakage through the plunger rod was observed in the provided sample. Visual inspection of returned sample reveal that the cannula has presented a crack/split which results in leakage when pushing the plunger rod and could be the cause of ¿air leakage and can't taking solution¿ by customer. As a result, bd was able to verify the reported issue of leakage-other. Bd concludes that the cause of the problem was related of cracked cannula which origin is in cannula manufacturing site. Our cannula supplier has been identifies several possible root causes related holes and splits generated at welding operation: failure in the power supply, incorrect weld due to misalignment of the steel edges during the tube forming, misalignment of the weld station or a presence of dirty on the steel strip surface as grease and oil. Since review syringe DHR showed no indication of the alleged defect.

Event description:
It was reported that bd solomed¿ syringe with needle leaked through the stopper. This occurred on 3 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: during taking solution, it was found that air leakage and can't taking solution. Part of products leakage through stopper.